Manufacturer narrative:
(B)(4) 2011 - to date, no additional information has been provided by the consumer to invacare regarding this incident. Nor has the product been returned for evaluation.

Event description:
The consumer allegedly sustained unspecified injuries as a direct result of an unspecified alleged incident involving a pronto m91 power wheelchair.